Manufacturer narrative:
The reported incident that screwdriver blade, t7, ao was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to too high applied forces during use. The device inspection revealed the following: the tip of the screwdriver blade is indeed completely broken / snapped off. A close up of the fracture surface show clearly some cracks, whereas the high applied forces led to a strain hardening / embrittlement of the material which finally resulted in the breakage. The root cause of the failure was repeated powerful dynamically overload during use (manufactured in sept. 2012). The IFU advises that during engaging the screw, axial pressure of the screwdriver into the screw head must be adequately applied to ensure that the blade is fully inserted into the screw head. This results in proper axial alignment and full contact between driver and screw, minimizing the risk of damage and leading to optimal friction fit performance. A review of the device history for the reported lot did not indicate any abnormalities. No further corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During variax foot 6 holes curved plate surgery, the tip of the driver broke when the surgeon was tightening the 6th screw. The broken tip was removed from the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax foot 6 holes curved plate surgery, the tip of the driver broke when the surgeon was tightening the 6th screw. The broken tip was removed from the patient.